Event description:
Philips received a complaint from the customer indicating that the touchscreen is not working properly. The touchscreen will pass calibration, then drift and not respond accurately. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer requested part information for a replacement touchscreen. The investigation is ongoing.

Manufacturer narrative:
The customer called technical support to report that the touchscreen was not working properly. The customer also informed the remote service engineer (rse) that although the touchscreen passed calibration, it would drift shortly after and not respond correctly. The rse provided the customer with the part identification (ID) of the replacement touchscreen for repair and transferred the customer to parts to place the order. A quote was sent to the customer for service and repair, and the customer approved. Per gfe response, the customer confirmed that the device has been resolved. The investigation concludes that no further action is required at this time.